Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The customer reported to baxter (B)(4) of one (1) one-link needlefree IV connector that had problems infusing albumin. The nurse said that the onelink was screwed on properly. Eventually the albumin was given without a onelink in the new intravenous site. The event occurred during patient use; no patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Customer follow-up advised that the albumin was being infused by a pump. It is encouraged to run all blood products on an infusion pump, so a baxter colleague pump would be used in this area. The albumin is supplied in a glass bottle and the vented basic solution set is used. A batch review could not be performed as the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A labeling review was performed and the direction insert was found to be sufficient in providing information concerning luer connections prior to use. A no flow situation can occur if the connection is not secure or if the gland does not open when turning the syringe or administration set.